Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with intraperitoneal (ip) vancomycin, 1 gram every third day and amikacin, ip, 150mg once daily. At the time of this report, the antibiotic treatments were ongoing, the patient was recovering, and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
The event was manifested by cloudy effluent. Two days after the event onset, the patient was hospitalized for peritonitis. Twelve days after the event onset, amikacin and vancomycin were discontinued and dianeal therapies were stopped, the pd catheter was removed, and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.